Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise and low, out of range high voltage lead impedance were observed. The patient received inappropriate atp therapy due to noise. The noise was too large to program around. The lead was explanted and replaced.